Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited undersensing and low out of range pacing impedance measurements of less than 200 ohms. A lead dislodgment was suspected. A revision procedure was performed where the lead was explanted and replaced. The pacemaker remains in service and no additional adverse patient effects were reported.